Event description:
It was reported that while using bd preset¿ eclipse¿, there was preactivation of one needle. The safety shield covered the needle even before it opened. No report of patient impact. The following information was provided by the initial reporter: this report is about preactivation. The safety shield covered the needle even before it opened.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 24-oct-2023. H3. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for safety shield preactivation with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of safety shield preactivation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode safety shield preactivation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd preset¿ eclipse¿, there was preactivation of one needle. The safety shield covered the needle even before it opened. No report of patient impact. The following information was provided by the initial reporter: this report is about preactivation. The safety shield covered the needle even before it opened.